Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of above 800 mg/dl and diabetic ketoacidosis. Reportedly, the customer experienced delirium. Customer¿s bg was treated intravenously with saline and insulin, phosphorus, potassium and electrolytes. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however troubleshooting could not be completed and the alleged root cause could not be confirmed. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.